Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of intimal dissection is listed in the everolimus eluting coronary stent system (eecss), instructions for use (IFU), xience xpedition, ce as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient presented with severe angina. The procedure was to treat a de novo lesion located in the proximal left anterior descending coronary artery that was totally occluded and (B)(4) stenosed. After the xience xpedition 3.5 x 28 mm stent was deployed, a dissection was observed at the proximal end of the stent. Another xience xpedition was used as treatment. There was no clinically significant delay in the procedure. No additional information was provided.